Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with damaged lens and a loose air in line sensor. During analysis, the customer's concern regarding "no upstream occlusion" was not confirmed. It was noted that the pump was giving false upstream occlusions (uso) intermittently. Service recalibrated uso sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump would not "go into upstream occlusion error." It was reported that there was no further information available. No adverse effects were reported.